Manufacturer narrative:
Follow-up #1: date of submission 12/2/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2015 with the following findings: the pump was returned with all of the keypad buttons responding intermittently. There was no evidence of physical damage on the keypad. The keypad was removed and there was contamination found under all the button contacts. Unrelated to the original complaint, the battery compartment was found to be cracked along the side, from the top traveling to the bumper and from the bottom traveling to the bumper. There was moisture observed in the battery compartment. A leak test was performed and failed due to the cracks in the battery compartment. The pump was opened and there was no moisture found. Additionally, when the pump powered on, the display appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was an allegation of an over- and under delivery of insulin related to this complaint; however, there was no allegation of an adverse event. It was noted that all the keypad buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.